Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 637218) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "does not underwent essure confirmation test" in (B)(6) 2010. The patient's medical history included appendicectomy in 1997, ovarian cyst (surgery) and cervical polypectomy. Concurrent conditions included dysuria, low back pain and blood pressure high. Concomitant products included amlodipine and lorazepam (ativan) for blood pressure high as well as bupropion hydrochloride (wellbutrin), ibuprofen, lisinopril, topiramate and vitamin d nos (vitamin d). In 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and urinary tract infection ("infection : uti"). In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia/ dyspareunia(painful sexual intercourse)"), anxiety ("psychological or psychiatric problems condition: mental anguish."), back pain ("pain/chronic lower back pain") and depression ("psychological or psychiatric problems condition: depression"). On an unknown date, the patient experienced genital haemorrhage ("heavy bleeding, blood clots"), menstrual disorder ("menstruation issues"), abdominal pain lower ("lower abdominal pain"), bladder disorder ("bladder disorder") and urinary tract disorder ("urinaru problems"). The patient was treated with nsaids, paracetamol (acetaminophen), phenazopyridine hydrochloride (pyridium) and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, vaginal haemorrhage, urinary tract infection, bladder disorder and urinary tract disorder had resolved and the menstrual disorder, dyspareunia, anxiety, back pain, depression, dysmenorrhoea and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, anxiety, back pain, bladder disorder, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, menstrual disorder, pelvic pain, urinary tract disorder, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: she is currently planning for essure removal. Doctor will fallopian tubes with the coils anticipated date: (B)(6) 2018 patient received treatment for pain, bleeding, bladder/urinary problems. Concerning the injuries in the case, the following ones were described in patient's medical records: urinary tract infection lot number: 637218 manufacturing date: 2009-04 expiration date: 2012-04. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-aug-2020: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 637218) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "does not underwent essure confirmation test" in (B)(6) 2010. The patient's medical history included appendicectomy in 1997, ovarian cyst (surgery) and cervical polypectomy. Concurrent conditions included dysuria, low back pain and blood pressure high. Concomitant products included amlodipine and lorazepam (ativan) for blood pressure high as well as bupropion hydrochloride (wellbutrin), ibuprofen, lisinopril, topiramate and vitamin d nos (vitamin d). In 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and urinary tract infection ("infection : uti"). In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia/ dyspareunia(painful sexual intercourse)"), anxiety ("psychological or psychiatric problems condition: mental anguish."), back pain ("pain/chronic lower back pain") and depression ("psychological or psychiatric problems condition: depression"). On an unknown date, the patient experienced genital haemorrhage ("heavy bleeding, blood clots"), menstrual disorder ("menstruation issues"), abdominal pain lower ("lower abdominal pain"), bladder disorder ("bladder disorder") and urinary tract disorder ("urinaru problems"). The patient was treated with nsaids, paracetamol (acetaminophen), phenazopyridine hydrochloride (pyridium) and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, vaginal haemorrhage, urinary tract infection, bladder disorder and urinary tract disorder had resolved and the menstrual disorder, dyspareunia, anxiety, back pain, depression, dysmenorrhoea and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, anxiety, back pain, bladder disorder, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, menstrual disorder, pelvic pain, urinary tract disorder, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: she is currently planning for essure removal. Doctor will fallopian tubes with the coils anticipated date: (B)(6) 2018. Patient received treatment for pain, bleeding, bladder/urinary problems. Concerning the injuries in the case, the following ones were described in patient's medical records: urinary tract infection . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-aug-2020: extension of expected date of next report. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy bleeding, blood clots") in an adult female patient who had essure (batch no. 637218) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "does not underwent essure confirmation test" in (B)(6) 2010. The patient's past medical history included appendicectomy in 1997, ovarian cyst (surgery) and cervical polypectomy. Concurrent conditions included dysuria, low back pain and blood pressure high. Concomitant products included amlodipine and lorazepam (ativan) for blood pressure high as well as bupropion (wellbutrin), cholecalciferol (vitamin d), ibuprofen, lisinopril and topiramate. In 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and urinary tract infection ("infection : uti"). In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia/ dyspareunia(painful sexual intercourse)"), anxiety ("psychological or psychiatric problems condition: mental anguish."), back pain ("pain") and depression ("psychological or psychiatric problems condition: depression"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), menstrual disorder ("menstruation issues") and abdominal pain lower ("lower abdominal pain"). The patient was treated with phenazopyridine hydrochloride (pyridium), nsaid's and paracetamol (acetaminophen). Essure treatment was not changed. At the time of the report, the pelvic pain, genital haemorrhage, menstrual disorder, dyspareunia, menorrhagia, vaginal haemorrhage, urinary tract infection, anxiety, back pain, depression, dysmenorrhoea and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, menstrual disorder, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: she is currently planning for essure removal. Doctor will fallopian tubes with the coils anticipated date: (B)(6) 2018. Concerning the injuries in the case, the following ones were described in patient's medical records: urinary tract infection quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received: event heavy bleeding, blood clots, dysmenorrhea, lower abdominal pain wee added. Concomitant drugs added. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 637218) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "does not underwent essure confirmation test" in (B)(6) 2010. The patient's medical history included appendicectomy in 1997, ovarian cyst (surgery) and cervical polypectomy. Concurrent conditions included dysuria, low back pain and blood pressure high. Concomitant products included amlodipine and lorazepam (ativan) for blood pressure high as well as bupropion hydrochloride (wellbutrin), ibuprofen, lisinopril, topiramate and vitamin d nos (vitamin d). In 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6)2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and urinary tract infection ("infection : uti"). In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia/ dyspareunia(painful sexual intercourse)"), anxiety ("psychological or psychiatric problems condition: mental anguish."), back pain ("pain/chronic lower back pain") and depression ("psychological or psychiatric problems condition: depression"). On an unknown date, the patient experienced genital haemorrhage ("heavy bleeding, blood clots"), menstrual disorder ("menstruation issues"), abdominal pain lower ("lower abdominal pain"), bladder disorder ("bladder disorder") and urinary tract disorder ("urinaru problems"). The patient was treated with nsaids, paracetamol (acetaminophen), phenazopyridine hydrochloride (pyridium) and surgery (bilateral salpingectomy). Essure was removed on (B)(6)2018. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, vaginal haemorrhage, urinary tract infection, bladder disorder and urinary tract disorder had resolved and the menstrual disorder, dyspareunia, anxiety, back pain, depression, dysmenorrhoea and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, anxiety, back pain, bladder disorder, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, menstrual disorder, pelvic pain, urinary tract disorder, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: she is currently planning for essure removal. Doctor will fallopian tubes with the coils anticipated date: (B)(6)2018 patient received treatment for pain, bleeding, bladder/urinary problems. Concerning the injuries in the case, the following ones were described in patient's medical records: urinary tract infection quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pif received: event outcome of vaginal hemorrhage, pelvic pain, menorrhagia, genital hemorrhage were updated as recovered/resolved. Rcc note added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.